Event description:
Patient's mom states that pump disconnected from patient's line and did not alarm or provide error code that infusion had stopped. Pt had a 10 minute interruption in her remodulin infusion but did not experience and side effects. Back up pump was used to restart at regular rate. Pt's mom is aware manufacturer may contact for further details. Pharmacy sent replacement pump to patient. No other information is known. Dose or amount: 26 ng/kg/min. Frequency: continuous infusion. Route: sq. Dates of use: (B)(6) 2017 to ongoing.